Event description:
(B)(6) reported during insertion, the locking screw bent. The event was "registrated" in (B)(6).

Manufacturer narrative:
Device was used for treatment. (B)(4). This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.